Event description:
N/a.

Manufacturer narrative:
A getinge service territory manager (stm) was not dispatched to evaluate the iabp unit because the issue was corrected by customer. If additional information is received, we will reopen and update the complaint.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
It was reported that the cs300 intra aortic balloon pump (iabp) unit displayed maintenance code #5.